Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that she had terrible bowels; she would be up during the night and would have 3 or 4. The patient reported that she had successfully turned stimulation up from 1.9 to 2.0. The patient reported that she wasn't feeling stimulation. The patient reported that she did not feel much pressure. It was noted that the therapy was off. The patient reported that she did not know when stimulation became turned off. The patient reported that she had been in rehab for a rotator cuff injury and noted that therapy was not turned off for any procedures during rehab. The patient increased amplitude to 2.1 and reported not feeling stimulation but wanted to try it there. Additional information was received from the patient and it was reported that when she was on 2 she still had bowel movements in the night. The patient reported that when she was on 3 that stopped the, I the night but then on 2016-12-22 she had 2 big bowel movements and then had a blowout and did not make it to the bathroom. The patient reported that she did not feel stimulation. It was noted that the therapy was not on. The patient increased stimulation to 3.3 on program 2 and reported feeling stimulation a little bit and it was comfortable. The patient reported that sometimes she had 3 bowel movements and then did not have it hardly anymore because of crohn¿s.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.